Manufacturer narrative:
(B)(4). Date sent: 02/04/2021. D4: batch # u5d12x. Device analysis: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that psee60a device was returned sterile and with no apparent damage. Further analysis showed that packaging contained a psee45a device inside in it. It should be noted that product failure is multifactorial. This defect has been correlated to the manufacturing process. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve operation, the operating room nurse picked up what they expected to be a 60 mm power plus stapler, but despite the marking on both the kit and the packaging of the stapler, they found a 45 mm power plus stapler. The nurse changed the instrument and the procedure could continue without complications for the patient. There was no patient consequence.